Event description:
The customer reported that the system displayed an a/d channel error. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.